Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that the customer had an unspecified cartridge issue. Subsequently, the customer was admitted to the emergency room and the intensive care unit of the hospital due to blood glucose levels ranging between 340-430mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6)2023 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.